Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch tore when pulling the string to close it. It is not known what part of the product tore, but no pieces of the pouch tore off and no pieces of the pouch had to be retrieved from the patient. Another device of the same product code was used to retrieve the specimen and the procedure was completed with no harm to the patient.